Event description:
Allegedly pt returned to physician and presented with loose insert. Articulating plastic had subluxed anteriorly.

Manufacturer narrative:
Additional info from user facility report: (B)(6). Investigation is not complete. Additional info has been requested. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.